Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. Electronic quality management system (eqms) search: a query was run in the eqms on 10-feb-2026 against "lot number 6007994 and similar malfunction codes: misuse. Malfunction code not on list, product used off-label or against the contraindications or not according to the instructions for use (IFU). (Only use if no actual product malfunction has been reported), the review confirmed that lot 6007994 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-feb-2026 against "lot number" criteria equal 6007994 and similar malfunction codes misuse. Malfunction code not on list, product used off-label or against the contraindications or not according to the IFU. (Only use if no actual product malfunction has been reported). The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6007994 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 6 on 01-jul-2024, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 6: a sample was found with a tubing not properly assembled. According to the sampling plan performed the lot was released. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007994 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No retain samples were requested and no product testing was performed, based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged. So, the assessment was based on documentation. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, it was reported that the patient used the infusion set for 4 days which led to leakage. Due to leakage the patient blood glucose level was over 400 mg/dl and ketones were moderate. No further information available.